Event description:
It was reported that on (B)(6) 2008, patient underwent a l3-l4 posterolateral fusion with instrumentation - rhbmp-2/acs, k2 aleutian vertebral spacer filled w/bmp and mastergraft. On (B)(6) 2008, patient presented for f/u post-op with c/o left sided low back pain. On (B)(6) 2008, patient presented with c/o persistent back pain. On (B)(6) 2008, MRI l spine reveals ¿epidural scarring at l3-4; l4-5 asymmetric disc bulge w/spur abutting exiting left l4 ganglion <(>&<)> nerve, coexistent disc protrusion, foraminal stenosis; l5-s1 retrolisthesis, disc protrusion.¿ CT l spine reveals - disc protrusion at l4-5 could contribute to right l5 radiculopathy; spondylosis, disc protrusion at l4-5; spondylosis <(>&<)> retrolisthesis at l5-s1 (B)(6) 2008 CT l-spine reveals- ¿l4/5 ligamentous hypertrophy, facet arthropathy, narrowing left neural foramina.¿ on (B)(6) 2008, patient presented with c/o persistent low back pain ¿ per medical records recommend surgery. (B)(6) 2009, patient underwent a l4-l5-s1 laminectomy; l4 neurolysis; l4-5, l5-s1 discectomy <(>&<)> interbody fusion, bilateral, w/insertion of interbody fusion device, l3-4 revision of instrumentation; l3-l4-l5-s1 posterolateral fusion w/instrumentation <(>&<)> bone graft - rhbmp-2/acs, k2 aleutian vertebral spacer filled with bmp; bmp placed in medial aspect of interspace. On (B)(6) 2009, patient presents with c/o back pain, leg pain that has converted into a paresthesia per medical records ¿ ¿probable emergence of reflex sympathetic dystrophy ¿ patient will start lyrica.¿ on (B)(6) 2009, patient presents with c/o persistent lbp ¿he has had a recent nerve root block and per medical records he is ¿probably a candidate for dcs.¿ on (B)(6) 2009, patient presents with c/o leg pain which per medical record ¿is probably neuropathic and the best way to proceed is dcs with dx of failed back syndrome.¿ on (B)(6) 2009, patient underwent implantation of dual spinal cord stimulator octrode leads under fluoroscopy and implantation of precision pulse generator in the left gluteal region.

Manufacturer narrative:
(B)(4).